Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 600 mg/dl at the time of the incident. Customer treated with manual injection and experienced an issue while attempting to insert the set into the site. The product was not returned for analysis.